Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: etlw1616c124e, serial/lot #: (B)(6), ubd: 19-jul-2015, UDI#: (B)(4). Film evaluation summary: the reported type ia endoleak was likely confirmed on the films provided; however the cause of the event could not be conclusively determined. Complete post-implant cts were also not available for a more thorough assessment of the event. The pre-implant anatomy is unknown and earlier post implant cts were not available for comparison of the stent graft configuration in vivo overtime. Lack of total seal and apposition of the distal left limb was observed without evidence of type ib endoleak. It is possible that disease progression with aneurysm morphology changes overt the 10 years since implantation may have contributed to this event, but this could not be confirmed. Analysis of the available films did not review any obvious stent graft integrity issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii stent graft (etbf3216c166e) and endurant limb (etlw1616c124e) was implanted during the endovascular treatment of an a bdominal aortic aneurysm on (B)(6) 2013. It was reported on (B)(6) 2024, follow-up imaging identified a type ia endoleak. Per the physician the cause of the type ia endoleak is undetermined. No additional clinical sequelae were reported, and the patient will be monitored.